Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication cannot be determined. Isi has not received the sureform 45 stapler instrument involved with this complaint. The sureform 45 reloads were discarded. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the sureform 45 stapler instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were observed: the logs show sureform 45 stapler instrument (part#480445-04, lot #l11220620-0263) was the first sureform 45 stapler instrument used in this procedure and was installed on the system 6 times on universal surgical manipulator (usm) #3. This instrument fired 5 reloads on installs 2-6 (all white). There was no clamping or firing attempted on the first install. On the first install, the system did not detect the reload color and the user manually selected the white reload via the surgeon side console (ssc) touchpad. There were 10 incomplete clamp attempts across installs 2, 5, and 6 (excluding aborted clamps), with completion percentages ranging from 36-91%. Completion percentages seemed to increase with each failure. Successful firing occurred on the 2nd, 3rd and 4th installs, with no pauses for compression, following multiple clamps. On the 5th and 6th installs there were firing failures, both attempts stopping at ~84% completion, after around 16 seconds, with a max torque of around 2x normal (a "tissue too thick to continue" message was received each time). Next, sureform 45 stapler instrument (part #480445-04, lot #l11220620-0073) was installed 1 time on arm #3 and attempted to fire a white reload after a completed clamp. This firing stopped at around 87% completion (a "tissue too thick to continue" message was received), after around 16 seconds, with a max torque of around 2x normal. Per the sureform 45 stapler instructions for use (IFU): incomplete clamping occurs when there is inadequate tissue compression or when there is too much tissue in the jaws of the stapler. The user has to unclamp the device and either reposition the tissue or upsize the reload. If during the firing cycle the system detects that the tissue simply cannot be compressed based on the reload selected without leading to malformed staples or causing damage to the tissue, the system displays the ¿tissue too thick to continue¿ message. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, the sureform 45 stapler instrument which was installed with a white sureform 45 reload had a clamping issue. An error message stating "tissue too thick to continue" was received although the surgeon stated that there was only a small amount of tissue in the stapler jaws. The stapler did not fire any staples. A second sureform 45 stapler instrument was used and the same issue occurred. According to the site's robotics coordinator, the patient experienced further bleeding as a result of the stapling issues. The procedure was converted to traditional laparoscopy to control the bleeding and the patient received a blood transfusion. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the same event reported against the 2nd sureform 45 stapler instrument. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure and while the surgeon was trying to fire a sureform 45 stapler instrument, there was a message stating "tissue too thick." This happened with 2 sureform stapler instruments. The surgeon informed it was minimal amount of tissue that he was stapling. Intuitive surgical, inc. (Isi) followed up with the site's robotics coordinator and obtained the following additional information: the stapler usage was brief as the stapler failed to clamp. The surgeon tried numerous times to clamp and assured that it was a small amount of tissue. The surgeon indicated that the tissue amount was adequate for the white sureform 45 reload. A 2nd sureform 45 stapler instrument was opened, and the same issue occurred. The stapler did not fire any of the staples. There was no obstruction in the jaws of the stapler instrument. Buttress material was not used and the target tissue was not calcified. There was no tissue tension or bunching. The robotics coordinator explained that the surgeon was working on the liver at that time which was very vascularized area and bleeding does occur. Furthermore, the robotics coordinator indicated that the stapler did not cause the bleeding. However, failure to deploy the staples due to the stapler not clamping impacted the patient and further bleeding occurred as the surgeon was unable to staple. The surgeon elected to convert the case to traditional laparoscopy, and it took 15-20 minutes to get the bleeding under control. The patient also required a blood transfusion due to the bleeding. The white reloads were thrown away due to the emergency conversion. The staplers instruments are reportedly available for return to isi. Patient demographic information is not available.

Manufacturer narrative:
On 27-march-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the sureform 45 stapler instrument: failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. A review of logs showed 2 firing failures. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The root cause is not determinable/applicable. Additional observations not reported by site: the instrument was found to have repeated clamping failures based on log review but was not replicated during in-house testing. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument passed the hi challenge foam test. The root cause of this failure is not determinable/applicable. The instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. Additional investigation has identified an out of specification bushing; therefore, the most probable common cause is determined to be attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.